Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was not further described. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with an unspecified anti-inflammation drug and unspecified antibiotics (doses, frequencies, and routes of administration were not reported). Pd therapy was ongoing during treatment. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.